Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 5 months post-implant, it was reported that the patient had a driveline infection requiring readmissions for attempts to contain the infection. The patient received a pump exchange to another manufacturer¿s pump.

Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. The explanted pump was disposed of, therefore, not available to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of the device is 1 year and 5 months. The event occurred at the (B)(6) hospital. The pump was disposed of, therefore will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.